Manufacturer narrative:
System analysis/service repair in the field was performed on (B)(6) 2015. The replaced chiller s/n (B)(4) was received at manufacturer on november 03, 2015. Product evaluation: the chiller s/n (B)(4) evaluation was performed by the supplier and evaluation noted hg. Sticking solenoid valve and broken flow switch. The solenoid valve, flow switch, filters were replaced, couplings were added. Probable root cause: based on the supplier fa report, the root cause was determined to be solenoid valve and flow switch.

Manufacturer narrative:
The replaced chiller s/n (B)(4) was returned to the manufacturer on november 03, 2015 and was sent to the supplier.

Manufacturer narrative:
Date received by MFR: correction from follow up # 01: date should have been 11/03/2015 and not 01/06/2016 date received by MFR: correction from follow up # 02: date should have been 11/17/2015 and not 01/20/2016

Manufacturer narrative:
System analysis/service repair: the reported error codes were confirmed and determined to be the result of a faulty chiller. The chiller assembly replacement was successful. The system was inspected and tested. The laser was verified to specification. The replaced chiller will be returned to the manufacturer.

Event description:
It was reported that while using the greenlight laser system during a prostate procedure, errors 660, 611 and 651 occurred, then the touch screen displayed a warm-up duration of > 1,000 minutes. The case was completed using an alternate procedure (turp). There was no patient injury reported.

Manufacturer narrative:
System analysis/service repair in the field was performed on october 06, 2015. The replaced chiller s/n (B)(4) was returned to the manufacturer on november 03, 2015.